Event description:
Alleged when you sit on the foot end of the bed, the hi/low function will rise unintentionally.

Manufacturer narrative:
The technician adjusted the hi/low limit switch to repair the bed.